Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the cases are broken. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 18aug2009 to the present date 21oct2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the cases are broken. No patient involvement is noted.